Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the circular seal for the balloon was cut and disengaged. It was reported that the balloon physically broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon used the balloon on the patient intra-operatively, the balloon physically broke. It was stated that there was no problem when the nurse checked the device¿s condition before the procedure. There was no patient injury.